Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The sample was not returned, so no evaluation could be performed and not batch review was done since the lot number was unknown. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. (B)(4).

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had the home patient (hp) close all clamps and transfer set, cycled power off and on and the hc was at "press go to start" prompt. The tsr explained the alarms and the hp that he received the se 2240 alarm in initial drain. The hp did not report any leaks and the hp was not using a patient line extension tonight. The hp said that all lines all were in use and did not disconnect at any time. The hp was unsure why he received the alarm. The tsr explained to discard all supplies and to report alarms to peritoneal dialysis registered nurse (pdrn) the next morning. The hp would finish tonight's therapy manually. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the alarm. The hp reported that the issue was resolved, but he did not know the cause of the alarm. Per hp, there were no loose connections, (unintentional) disconnections or defects on the supplies. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.